Event description:
Discrepant advia 60 values were obtained for one pt. The physician questioned the results and the sample was rerun. Additionally, the pt's blood was redrawn and run again. There was no report of pt intervention or adverse health consequences due to the discrepant results on the advia 60.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. After analysis of the instrument and instrument data, the fse replaced 3 liquid valves (#3, #5, #8), the sample probe and tubing and the syringe block. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.